Event description:
Prior to a cesarean section, the anesthesiologist prepared the pt for spinal anesthesia. Procedure note stated: a whitacre 25-gauge spinal needle inserted at l3-l4, the stylet was removed and then the os was encountered. Attempted to withdraw the whitacre and introducer needle. At that point, the distal 1/3 of the whitacre needle was noted to be missing." Neurosurgery was consulted and pt was taken to surgery a few hours later. Fluoroscopy confirmed the location of the retained needle, which was identified protruding through the fascia and subsequently removed. Postoperatively, a fluoroscopy confirmed there were no residual components. Pt was transferred back to mother baby area for postpartum time period and was discharged home a couple of days later without further issues. Confirmed linear metallic body projecting between the l2 and l3 spinous processes, likely representing spinal needle tip.